Event description:
It was reported that (1) cdh25 was used during a laparoscopic gastrectomy procedure. It was reported by the rep that the surgeon felt difficulties to rotate the device. The surgeon could not cut the washer, so anastomosis was incomplete. Another device was used to complete the case. There was no consequence to pt.